Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2022).

Event description:
It was reported that during the valeo stent placement procedure, the stent allegedly dislodged in the delivery catheter and off the balloon. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the valeo products that are cleared in the us. The pro code and 510 k number for the valeo products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one valeo pta dilatation catheter has returned for evaluation. On the visual evaluation of the device it appeared bloody and the stent was noted to be dislodged from the balloon. Stent crimp was noted on the returned device during the microscopic observation. No damage or any other anomalies noted on the returned device. No functional testing performed due to the nature of the complaint. Therefore, the investigation was confirmed for stent dislodgement as stent was noted to be dislodged from the balloon on the device returned for evaluation. A definitive root cause for the stent dislodgement could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2022), g3. H11: b5, h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the valeo stent placement procedure, the stent allegedly dislodged in the delivery catheter and off the balloon. The patient reported stable after the additional procedures.